Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The issue "poor image" occurred during preparation for use for a gastroduodenal fibroscopy procedure. There was no delay in procedure. The procedure was completed with a similar device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown if any foreign material was adhered to the scope and if endoscope was used in a case with foreign material attached to it. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The endoscope was not submerged in cleaning solution. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Scratches were found throughout the device. Adhesive on bending section cover was chipped. Due to clogging of nozzle, water removal ability does not meet the standard value. Connecting tube had discoloration and was wrinkled. Due to dirt on objective lens, there is a lack of image on the monitor. Objective lens has discoloration. Air/water-cylinder had corrosion. Control unit had discoloration. Due to a scratch on objective lens, the image had dark area partially. Due to a scratch on objective lens, flare occurred. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the gastrointestinal videoscope exhibited a poor image. The device was returned and an evaluation revealed clogging of the nozzle with foreign objects. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was larger than the inner diameter of air/water (a/w) nozzle got into the (a/w) channel caused clogging. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.